Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was unknown mg/dl. The customer stated, he/she was on a canoe, and got blank display after exposure to moisture. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The troubleshooting was performed on battery out limit, customer was advised possible cause and explained the alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies or battery out limit alarms were noted. No damage on the lcd isolation tape noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation and received with operating currents within specification. No cosmetic damage noted.